Event description:
After obtaining IV access on a patient and receiving appropriate blood return to ensure proper placement, a staff member utilized a 3 ml saline flush. The staff member flushed half without difficulty and then hit resistance with 1 ml left. There was no signs of vein blowing or poor access. Purchasing was notified and the lot of flushes was pulled from stock. There was no apparent harm to the patient from this.